Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. Prior to the analysis of the ICD, the manufacturing process for the lead and the ICD was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, subclavian crush syndrome or other lead insulation damages. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. Analysis revealed no indication of a material or manufacturing problem.

Event description:
It was reported that this rv lead was capped and replaced due to oversensing and pacing impedance values out of range (greater than 4000 ohms) approx. 154 months after the implantation. The associated ICD could not be interrogated and was also explanted after approx. 85 months of implantation period.